Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold and noise issue. Capture loss was also noted. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.